Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support after decompensating during a mitral clip procedure. During the mitral clip procedure, the first clip was placed effectively, but the second clip was ineffective and led to a cord tear. The patient had already been in a tenuous hemodynamic state with an ejection fraction of 15%, and following the tear and subsequent decompensation, the patient was placed on epinephrine, levophed, and milrinone, and then the decision was made to implant the impella cp for hemodynamic support. The impella cp was inserted emergently in the setting of acute on chronic heart failure that deteriorated into cardiogenic shock. After the pump was implanted and support initiated, the patient¿s left leg was assessed for distal perfusion. It was noted there was very sluggish flow with narrow vasculature when viewed with fluoroscopy. The decision was then made to escalate the patient to an impella 5.5 and the patient was transferred to the cardiovascular intensive care unit (cvicu) while surgical consult was in progress and an operating room was prepared. During the transport to the cvicu, the patient became severely hypoxic, acidotic, tachycardia, and hypotensive due respiratory failure. The patient¿s monitor showed a heart rate of >200 bpm in the hallway during transport. Of note, the impella flows maintained 3.5 l/min with a mean arterial pressure of >90 throughout the suspected ventricular tachycardia event. The patient was defibrillated three times while completing transport to the cvicu. Following stabilization of the arrhythmia, it was noted that the patient was becoming hypoxic and through investigation, the physician found the endotracheal tube (ett) was no longer in the lungs. The eet was emergently replaced at the bedside and vasopressors and inotropes were utilized to stabilize the patient¿s vitals until acidosis could be corrected. A point of care ultrasound showed the impella cp was too deep, and the physician repositioned the impella cp. The patient¿s left leg was noted to be cool on arrival to the bed, and it was also noted that the patient¿s urine turned from yellow to red after arrival to the cvicu and subsequent to the hemodynamic incident. The patient was successfully escalated to an impella 5.5 for expected long duration of support, and for distal limb ischmia concerns due to the patient¿s poor vasculature. The impella 5.5 was implanted without issue, the impella cp was weaned and explanted, and the impella 5.5 support was initiated. Following impella 5.5 support, the patient¿s vasopressor requirements were reduced. The following day, the patient¿s urine was noted to be yellow. On the fifth day of impella 5.5 support, the patient experienced a 50-beat run of ventricular tachycardia and it was also noted that the patient had a low hemoglobin of 6.6 g/dl and platelet count of 81,000 per microliter with no mention of cause of events. On the seventh day of support, the patient was transfused with a unit of blood, and it was noted that the patient¿s platelets had improved to 145,000 platelets per microliter., the patient was transferred to another hospital for advanced therapy evaluations. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication. This complaint involves two impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella 5.5, with serial number (B)(6). This MDR specifically addresses pump 1: impella cp, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
A6 is unknown. Investigation summary: no product was returned. Hematuria, hypotension: the root cause of the injury was unable to be determined due to insufficient clinical details. Tachycardia, arrhythmia, ischemia: in order to make a cause determination, additional clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of positioning issue was most likely use issue related since during transport to cardiovascular intensive care unit the endotracheal tube (ett) unknowingly became dislodged requiring emergent ett replacement as point of care ultrasound showed impella cp to be deep. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.